Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, a crunching and popping noise, and limited range of motion.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The reported event will be filed under manufacturing report numbers 0001825034-2017-00330, 0001825034-2017-00333, and 0001825034-2017-00336.

Manufacturer narrative:
No devices or photographs were received; therefore the condition of the components is unknown. The item and lot numbers are unknown. This device is used for treatment. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.